Event description:
It was reported that the patient experienced an inadequate stimulation and had difficulty charging the implantable pulse generator (ipg). All components were explanted and discarded per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week after the implant date. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6). Batch/lot number: 7080379 / 7082620, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) #: (B)(4).